Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions (used in a facility where surgical intervention could not be performed). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned mini vision stent delivery system confirmed a pinhole rupture in the balloon. However, due to the state of the returned device, the analysis was unable to confirm the reported oversized balloon inflation. Reportedly, after the balloon ruptured, a perforation occurred. The reported patient effect of perforation, as listed in potential adverse events section of the rx mini vision instructions for use (IFU), is a known adverse event associated with coronary angioplasty procedures. Additionally, it should be noted that warnings section of the IFU states: stent placement should only be performed at hospitals where emergency coronary artery bypass graft surgery can be readily performed. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, a product deficiency was not confirmed.

Event description:
It was reported that during an un-specified procedure, pre-dilatation was performed and the 2.0 x 23 mm mini vision stent delivery system (sds) was advanced and inflated; however, the balloon ruptured and a perforation occurred. The stent was implanted and the perforation was treated with several long balloon inflations. The patient was stabilized. It was noted that during inflation of the sds, it was believed that the balloon inflated larger than normal. This is a stand alone facility without surgical back up; therefore, the patient was taken to another facility for precautionary measures. The patient was stabilized without surgery; however, it is unknown how the perforation was treated. No additional information was provided.